Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The returned device was visually inspected, and it was found with a reddish material inside the pebax. Per the event, the catheter was tested for electrical performance and it was found within specifications. The complaint device was sent for a scanning electron microscope (sem) analysis to identify if there was damage on the pebax. Sem results showed mechanical damage and a hole on the pebax surface. A manufacturing record evaluation was performed for the finished device 30409903l number, and no internal action was found during the review. The customer complaint regarding noise cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone:(B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified external damage (a hole) on the pebax during product evaluation. It was initially reported that during the procedure, while ablating at 30 watts in power control mode, electrocardiogram signal noise from the thermocool® smart touch® sf bi-directional navigation catheter displayed noise in the carto 3 system and ep recording system. The cable was changed, the patient interface unit (piu) was turned off and rebooted, but the issue remained. The catheter was exchanged, and the issue resolved. The procedure could be successfully completed. No patient consequences were reported. This reported issue of noise on the ECG signals is not MDR reportable since the risk to the patient is low. On 12/30/2020, the complaint device was received for evaluation. On 1/8/2021, the complaint catheter was visually inspected finding a reddish material inside the pebax. As such, a scanning electron microscope (sem) analysis was done on 1/14/2021 to identify if there was an integrity damage to the catheter¿s pebax area. Sem results showed evidence of mechanical damage and a hole on the pebax surface; this finding was assessed as an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 1/14/2021 and reassessed it as MDR reportable.